Event description:
The manufacturer received information alleging that a patient, while using a dreamstation device, has been diagnosed with chronic lymphocytic leukemia (cll). The device settings at the time of the event were reported to be unknown. The patient's spouse reported that her husband is currently very tired and very sick, and is undergoing oral medication treatment and chemotherapy, administered three weeks in a row, followed by a once-monthly regimen. No direct link between the device and the medical condition has been established at this time. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.